Event description:
It was reported that the trained physician attempted an arteriotomy closure of the right common femoral artery using the starclose device after a diagnostic procedure. The device became stuck. The physician was unable to remove the device. Hemostasis was achieved with manual compression. There were no patient effects reported. There is no additional information available.

Manufacturer narrative:
This event has been identified as a malfunction. Abbott vascular has initiated a corrective action. The device is expected to be returned for investigation. It has not yet been received, however the lot number was provided. A supplemental report will be submitted with any relevant information.